Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, the wire guides lost their hydrophilic coating. The coating was swelling. There were no adverse effects and additional procedures reported. A new device was used to complete the procedure.